Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on (B)(6) 2026, a 25mm sjm regent heart valve w/ flex cuff was chosen for a procedure. During pre-implantation examination of the valve revealed valve leaflet opening and closing disorders. A new 25mm sjm regent heart valve w/ flex cuff was chosen and completed the procedure. There was no reported adverse effects. The patient has recovered and been discharged.